Event description:
Removal of endosseous dental implants. Two implants were placed on 4/8/97 in sites #18 and #19 (class I bone) during a routine procedure. The clinician reports that at the time of implant failure, there was severe and rapid bone destruction. The implants were removed on 4/28/97 due to pain and swelling. The removal of the other implant is covered under MFR report #1222315-1997-00225.